Event description:
The pt needed MRI prior to tumor removal; the device was explanted. It was also noted that the device was near end of life. It was planned to re-implant the pt with another stimulator in the future. The pt outcome was reported as "no injury".

Manufacturer narrative:
(B)(4).